Event description:
It was reported that the patient mentioned they have a spinal cord stimulator that "is not working and is creating spasms". The patient stated that it was from boston scientific. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).